Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and slight evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the center body of the loading device and were not visible in the window. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. Based on the evaluation, the complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal remained inside the loader when the delivery device was pulled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.